Event description:
The customer returned their device to physio-control for a check. Upon evaluation of the device by physio-control, it was observed that the device had the service wrench, attention and charge-pak indicators in the readiness display. After the device was powered on and an attempt was made to charge defibrillation energy, the device automatically powered off. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the charge-pak battery charger had expired on 11/28/2013 which caused the internal hybrid layer capacitor (hlc) batteries to deplete and not to hold a charge. Physio-control determined that the cause of the reported issue was due to the charge-pak battery charger being expired. A replacement device was provided to the customer under warranty.